Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device. A pre-cautery test was performed on the device with a reference vasoview hemopro harvesting tool and extension cable. The device did not pass the pre-cautery test, the tool did not produce steam or heat during several activations and the power supply lights did not turn on or beep. Based upon the functional test, the reported failure "stopped working" was confirmed. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the power supply stopped working. The staff turned off the device and unplugged the power cords and then attempted to power the device back on. The green light was not lit. The harvester opened the leg to harvest the vein with no additional pt effects reported. The product was returned.